Event description:
On hold mr 08/19. It was reported that a button on the infusion device was defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction of catalog number and unique identifier in section d4.